Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The blood glucose reading was 296 mg/dl, which the customer treated with a manual injection. He stated that the insulin continued to drip after the motor had stopped during a manual prime. He noted that the device may have been bumped prior to the alarm. He also reported that he had pushed the drive support cap down while disconnected from the insulin pump. There was also a motor error alarm during the bolus and basal processes. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.